Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was halfway sheared off from the implant body. The ring-leg edge fractures of the spindle cap were due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter.